Event description:
It was reported that the patient presented in clinic for unrelated matters. Upon chest x-ray and computed tomography scan, it was found that the right atrial (ra) leadless pacemaker (lp) had dislodged and migrated to the right lower lung. The ralp was retrieved, explanted and replaced. Patient condition was stable.